Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures identified signs of repeated use nicked / gouged / wear and has a piece fractured off and wasn¿t returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of 11 years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor pad broke during cleaning. The device was not used for the surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.